Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes accidentally and aggressively dislodged her infusion set while using the bathroom. Upon removal, the cannula was found to be bent, leading to uncertainty about whether insulin had been properly delivered. There was no patient injury.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.